Event description:
Customer reported 3 incidents of needles becoming dislodged from patient's access sites during treatment and clotting at the access site with medisystems fistula needle. It was reported that in some instances, patients required additional heparin. It was reported that a baxter 1550 was associated with these incidents.